Manufacturer narrative:
(B)(4). The device involved inthis compalint has been received by the manufacuter, however, the evaluation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the investigaiton.

Event description:
Customer complaint alleges "filter is immediately blocked and the patient cannot be ventilated." There was no report of patient injury or consequence. Patient condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the filter was blocked. It was reported that "the filter is immediately blocked and the patient cannot be ventilated" during use. The returned device failed the drop test. This issue may happen due to the accumulation of condensation or secretions. The instructions for use (IFU) for this product states that the position of the patient side of the connector of the humid-vent hepa filter should be higher than the et tube connector to avoid accumulation of secretions. Also, do not add moisture to the humid-vent hepa. Replace the unit immediately if there is increasing resistance, if it is soiled with secretions or otherwise obstructed. At the manufacturing site, 100% drop testing is conducted on this product; thus the drop tester will reject the device if there is any type of blockage. Based on the investigation performed, the reported complaint of a blocked filer was confirmed. A root cause for the issue could not be determined. A conclusion code could not be found as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges "filter is immediately blocked and the patient cannot be ventilated." There was no report of patient injury or consequence. Patient condition reported as "fine".